Manufacturer narrative:
Other devices listed in this report: cat. No.: 542-11-52e, trident psl ha cluster 52mm, lot code: 1854001. Cat. No.: 6020-0537, accolade tmzf hip stem #5, lot code: 2032701. Cat. No.: 6260-7-032, 32mm -4mm v40 alumina head, lot code: 3743802. Cat. No.: 2030-6525-1 6.5, cancellous bone screw 25mm, lot code: 72576902. Cat. No.: 2030-6550-1 6.5' cancellous bone screw 50mm, lot code: 31607802. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Left hip revision due to infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood-work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left hip revision due to infection.